Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration was acceptable. The investigation found the gear pump pressure was too low, and the reagent and sample probe's outside rinses were too low. The investigation is ongoing.

Event description:
There was an allegation of questionable online tdm valproic acid results for 2 patient samples on a cobas 8000 cobas c 502 module. Patient 1: the initial result was 128.3 g/ml, and the repeated result was 109.4 g/ml. On (B)(6) 2025, the sample was repeated, and the results were 76.9 g/ml, 75.9 g/ml, 77.0 g/ml, 77.7 g/ml, 83.0 g/ml. Patient 2: on (B)(6) 2025, the initial result was 129.4 g/ml. The repeated results were 122.5 g/ml, 109.7 g/ml, and 77.0 g/ml.

Manufacturer narrative:
A general reagent issue was excluded. The field service representative adjusted the gear pump, rinse station, and the sample and reagent probes. He also configured the extra wash steps, which resolved the issue. The investigation determined that the service actions resolved the issue.